Event description:
Procedure started with 8 fr. Guide catheter inserted via 8 fr. Sheath in rfa without difficulty. While trying to engage left coronary artery. Catheter reportedly kinked, and dr was unable to inject dye or pass guide wire. Attempted to remove catheter and the catheter allegedly broke off, 2/3 left in artery. Hemostasis obtained.